Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips from lot#: 9dpeg17b for evaluation. An in-house testing was performed using the returned meter with returned test strips. 3 of 5 replicates were out of specification, while the other 2 replicates were within specifications. An in-house contour next test strips from lot#: 9dpeg17b were used to perform further testing and all results were within specifications. Both returned and in-house test strips were observed under microscope and were unremarkable. The returned meter and test strips were also tested using the in-house contour next control solution, which gave satisfactory performance. Returned meter and test strips were sent to the manufacturer for further evaluation. Upon further investigation, returned meter was tested with returned test strips and in-house contour next test strips from lot#: 9dpeg17. All readings recovered within specifications. All blood readings obtained during initial and subsequent investigation were properly stored as blood results in meter's memory. Manufacturing history of lot#: 9dpeg17 showed no anomalies.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
An advocate from (B)(6) reported that the customer obtained a blood glucose reading of 342 mg/dl on the contour next link 2.4 meter. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.